Event description:
It was reported that the problems started about two weeks ago. The pt is no longer able to hear with his device. When he pushes the coil, he can hear some sounds. Testing showed that the device has malfunctioned. The external parts were replaced at different times each, and the same results were obtained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.